Manufacturer narrative:
Correcting additional manufacturer narrative from: there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. To: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the ankylos implant system. This report is for the dental implant device. The dental abutment device report has been submitted separately. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect, impact code, 4648. Medical device problem code, 2616. Investigation findings code, 4248. Investigation conclusions code, 61. The correct codes for this complaint are: health effect, impact code, 4627. Medical device problem code, 4075. Investigation findings code, 180. Investigation conclusions code, 22. This is a follow up report to correct these/this code(s).

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that the screwdriver did not fit due to the large opening at the implant. Both implants were removed by the troubleshooter.